Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 05dec2018. Philip's product support engineer (pse) troubleshot the issue with the customer over the phone. The customer reportedly would repair the device. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
The customer reported that during preventive maintenance (pm), the unit was alarming co2 rebreathing alarm. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.